Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient faced infusion set tubing became tangled, which caused the patient blood glucose elevated to 180 mg/dl. The infusion set was in use for four hours. The patient replaced infusion set and resumed insulin successfully. No further information available.